Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed there was high capture thresholds on the right ventricular (rv) lead. It was determined via fluoroscopy that the rv lead was dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.